Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that since "probably january" their stimulation turned off on it's own. Yesterday, the patient noticed that their legs were hurting and mentioned that their back hurt and then realized that their stimulation was turned off. When this happened the patient is able to turn their stimulation back on with their controller and the patient noted that their ins battery level didn't decrease during these situations. Patient said they noticed this happened in the past but they think it was due to the patient accidentally touching the stimulation on/stimulation off button but recently their stimulation turned off when their controller wasn't around. Patient said that they have had some falls. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.